Event description:
I received 2 binaxnow covid 19 antigen selftests. Both boxes had lot number 204668, exp date 7-30-23. On the extended expiration chart for this, this lot number is not listed. So I assume I cannot use these tests. Ref report: mw5146908.